Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that the customer experienced high blood glucose of 493 mg/dl. Customer¿s blood glucose was 242 mg/dl at the time of incident. The customer treated with the manual injection. Customer performed displacement test and self test and it was passed. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis